Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic after receiving a patient notifier. Device interrogation revealed that the device was in backup vvi. A device download was successfully performed. Patient was stable before, during and after the event.